Event description:
The main complaint among these patients in the persistent limp. These limps were then rated using the trendelenburg score after walking a max of 100m. This demonstrated the weakness of the pelvitrochanteric musculature

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00368..